Manufacturer narrative:
No additional information has been received to date. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device showed an acu message 'check syringe sensor'. No patient injury was reported.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact upon receipt, the top case was cracked/chipped by the front right bottom corner and the bottom case was cracked by the battery door compartment. The battery was missing, and the flippers get stuck when the plunger lever was actuated. Contamination was visible by the plunger head. Error code was found in the ehl (event history log). The customer reported issue was duplicated during the power up process of the investigation. Root cause of the reported event is unknown and unable to be determined. Replaced the left plunger case performed power and self test. The returned product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not required. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 3500, h4: correction: device manufacture date: 12/21/2011.